Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device #1 and device #2). Per operative notes, ¿the hernia sac was dissected. Composix kugel mesh (device #1 and device #2) was placed into abdominal laxity in the right colon and suprapubic region and secure it with suture.¿ (B)(6) 2019 - patient was diagnosed with abdominal wall abscess, infected mesh, adhesion thereby underwent open repair with explant of composix kugel mesh (device #1 and device #2). Per operative notes, ¿adhesions and abscess were taken down. Hernia sac was dissected. Composix kugel mesh (device #1 and device #2) were removed.¿ (B)(6) 2019 - patient had a revision surgery for fistula repair.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.